Event description:
Ethicon stapler 3000 60mm stapler got stuck inside patient. One load of 60mm white was fired, when trying to remove it, the stapler would not articulate to a neutral position when the home button on the articulating stapler was engaged. Stapler was stuck and unable to remove from port. First assist attempted manual override, vendor called to room, device was able to be removed using manual override and some manipulation.